Event description:
It was reported that the patients indirect decompression spacer dislodged and or migrated, and the patient experienced an increase in pain. Therefore, the patient underwent a spacer explant procedure. The spacer will not be returned as the device was disposed of by the medical facility. The device lot number is unable to be obtained despite good faith efforts.